Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was going to be evaluated by the physician for possible infection. Patient details were not available at the time of the call. It was stated by the manufacturing representative (rep) that the patient went to the emergency room (ER) about the issue (B)(6) 2020, and the physician had contacted them to inquire if the "lead could be used to create a lesion." It was reviewed on call the manufacturer would not have recommendations about how to proceed. The rep would be following up with the physician. No further information was provided at the time of reporting.

Event description:
Additional information was received from the rep reporting that the infection was discovered on (B)(6) 2020 and the entire system was removed. However, there was conflicting information with record showing the device was explanted on (B)(6) 2020 the infection was not a result of the hardware or surgical procedure, but due to the patient failing to maintain personal hygiene post-surgically.

Manufacturer narrative:
Concomitant medical product: product ID 3389s-40 lot# va1zzuj serial# implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead product ID 3389s-40 lot# va1zzuj serial# implanted:(B)(6) 2019 explanted: (B)(6) 2020. Product type lead product ID 3708660 lot# serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2020. Product type extension product ID 3708660 lot# serial# (B)(4). Implanted: (B)(6) 2019. Explanted: (B)(6) 2020. Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the explant date is accurate ((B)(6) 2020), the physician is aware of all details and the infection did resolve after treatment.